Manufacturer narrative:
Concomitant medical product: 4092-58 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead had intermittent undersensing, as noted on stored atrial tachycardia/atrial fibrillation (at/af) episodes and the presenting electrograms (egm). It was noted the sensitivity was already programmed to the most sensitive. The lead remains in use. No patient complications have been reported as a result of this event.